Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: foreign matter comes out of the channel. Since the information on foreign matter was not obtained, the root cause was not identified, however, it is probable that the phenomenon occurred because cleaning of the device was not sufficiently conducted and the body tissue, etc. Remaining in the channel could not be removed. Internal defects of channel cidex entered scope during cleaning. It is presumed that the phenomenon occurred because there were defects in the channel. Since there was damage due to chemical solution found in multiple places on the device, it is considered that the phenomenon was caused by handling. Confirmation of contents described in the instruction manual. The legal manufacturer checked the contents described in the instruction manual and found the following descriptions. Important information please read before use caution. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. The legal manufacturer confirmed that the subject device was manufactured in 2012. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope¿s control body was inspected and chemical damage was noted. The bending section glue was found cracked. The section was found to be frayed and required vacuum aeration to get dry. In addition, corrosion was noted after the scope¿s control body and scope connector were vacuum aerated dry. The ultrasound image of the scope was found to have excessive broken elements. The insertion tube of the scope was found to be scratched, cut and chemically damaged. Damage was noted to the light guide tube and scope ID tag. The control movement was tested and was noted to be loose with play. The forceps elevator wire was chemically damaged and rusty. The instruction manual provides the statements below to mitigate scope damage. Handle the insertion tube carefully. Tightly gripping or sharply bending the insertion tube or bending section can stretch or severely damage the insertion tube and the covering of the bending section. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the cidex solution entered the scope during cleaning. There was no patient involvement reported.